Event description:
Pt returned to surgeon's office complaining that it was hard to swallow. X-ray revealed two screws had backed out of the plate at c7. Pt was revised with two different screws.

Manufacturer narrative:
The manufacturer and/or the manufacture date cannot be determined without a lot number. The investigation could not be completed, no conclusion could be drawn, as no device was returned.